Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was noise on the discrimination channel. There was discussion around re-programming. A request for additional information was made but is not known. The lead remains in use and no patient complications have been reported as a result of this event.